Manufacturer narrative:
(B)(4). The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the bottom button on the small battery drive device was not working. During in-house engineering evaluation, it was determined that the device bottom trigger came out from the device, there was an unknown liquid and debris on the electrical control unit (ecu) and other components were worn and had some debris on them. The device also failed pretests for check triggers, general condition, check the off mode, check the oscillation/forward/reverse mode function, check the oscillation angle, check the switching function forward/reverse and check the power with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.